Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, rmcora4 pyxis was not communicating with the bd server. Although the room was not set up for operations, there was still medication in the pyxis, and we needed to see activity from the pyxis to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating with server. A technical support specialist identified a domain name system (dns) connectivity issue and an invalid change tracking value that was lower than the minimum required by the station database. Although the room was not operational, medications remained in the pyxis, necessitating visibility of activity on the server. Multiple upload failures indicated the need for manual recovery. Knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue" was applied to address the communication error, after which the system successfully resumed synchronization, confirming restored connectivity and normal upload behavior. The system functioned as intended after the technical support specialist troubleshot the device.